Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the o-rings was damaged. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Device was returned for repair. During inspection, technician found that the filter was missing and a leak at the level indicator. This is report 1 of 1 for complaint (B)(4).